Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the 6fr angio-seal introducer was inserted into patient, there was no back flow of blood, even after multiple attempts. The doctor changed to a new angio-seal device and it was deployed successfully. The patient was discharged with no complications and was reported to be in stable condition. The procedure was completed successfully. There were no other devices or equipment used with the reported product. Additional information was received on 17jun2020. The procedure performed prior to use of closure device was a coronary angiogram. A pre-deployment angiogram was performed.